Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant eight (8) months after placement due to peri-implantitis, poor oral hygiene and trauma that resulted from the patient's denture not being relieved adequately on the implant side. This MDR is the second of three reports.